Event description:
It was reported during the procedure that the lead was attempted but not used as it was too short for the patient's anatomy. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.